Event description:
It was reported that the 9600+ system is presenting a low ma error for about a week. It was also noted that "popping" noises were heard in the x-ray tube. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on the investigation an order has been placed for an x-ray tube, temperature sensor and sensor cable. It is believed that once the identified components are replaced the reported issues will be addressed. If additional info is received that indicates otherwise a follow-up report will be submitted as required.